Event description:
On (B)(6), 2014 the lay user/patient in USA contacted lifescan to report the one touch ping meter had a display issue. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/08/2014). The patient¿s meter has been returned on 5/9/2014 and evaluated by lifescan product analysis on 6/25/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have an incorrect contrast setting. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.